Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant platelet results were generated by the cell-dyn emerald analyzer. An initial result of 601,000/ul was generated. The sample was repeated and a result of 935,000/ul was generated. The sample was repeated again after cleaning and a result of 942,000/ul was generated. A new sample was obtained the following day and a result of 697,000/ul was generated. A different tube from the second draw was run and a result of 507,000/ul was generated on a sysmex analyzer. There was no report of impact to patient management.

Manufacturer narrative:
Field service was sent to the account and replaced a worn out cpu board and electrovalve 3-2-1.6 mm to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn emerald operation manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.